Manufacturer narrative:
Model number/catalog number: sc-8216-50, serial number: (B)(4), batch/lot number: 14776182, model/catalog description: artisan lead 50 cm. The explanted devices were not returned to bsn as they were disposed by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a staphylococcus aureus infection at the ipg and lead site. It was noted that the patient's ipg and lead sites were warm, red and opened up. The patient was placed on antibiotics and underwent an explant procedure.